Event description:
The surgeon attempted to implant a collamer lens model cc4504bf and tore while advancing. The lens was not implanted and there was no pt injury. The facility was unable to specify the lot number of the injector and cartridge.